Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 20722909. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 20600731. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing a shock-like symptoms round her spine, left arm, and left leg from the device. The patient went to the emergency room (ER) and the device was put on an MRI (magnetic resonance imaging) mode. Additional information stated that the patient underwent spinal cord stimulation (scs) explant procedure. The patient was doing well postoperatively. Additional information stated that the hospital did not release product.

Event description:
It was reported that the patient was experiencing a shock-like symptoms round her spine, left arm, and left leg from the device. The patient went to the emergency room (ER) and the device was put on an MRI (magnetic resonance imaging) mode.